Event description:
It was reported by the olympus representative, the endoeye flex deflectable videoscope had air/water leakage from the tip. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the objective lens was peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeled off noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the bending section cover caused by external factors. The bending section cover adhesive was missing. There were scratches on the operation part, grip, angle lever, right/left lever, up/down plate, black cover, and forceps elevator lever due to external factors. The video connector, video connector case, and light guide connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.